Event description:
It was reported that during water vapor therapy, the error code 211 faulty handset device occurred with the second steam/water vapor treatment. The patient was under general anesthesia and the procedure was not completed due to this event. There were no clinical consequences to the patient.

Event description:
It was reported that during water vapor therapy, the error code 211 faulty handset device occurred with the second steam/water vapor treatment. The patient was under general anesthesia and the procedure was not completed due to this event. There were no clinical consequences to the patient.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported event cannot be confirmed as there were no damages identified with the delivery device that could have caused or contributed to the reported event. In addition, during functional testing the delivery device performed as intended. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the product was returned for analysis to our post market quality assurance laboratory. Visual inspection of the returned delivery device showed it appeared to be in good condition. The backplate of the delivery device was removed for visual inspection of the coils and found it to be in good condition. During functional testing, the delivery device was connected to a lab generator and successfully performed prime, pretreatment and 5 treatments without any issues. The pressure, temperature and resonant frequency (rf) were monitored during functional testing and no abnormalities were noted. No leaks observed and no errors noted. Labeling review : a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the delivery device analysis results, a conclusion code of no problem detected was assigned to this investigation. There were no delivery device damages identified through analysis that could have cause or contribute to the reported event.